Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated the patient line is full of air bubbles and the bubbles are not moving. The technical service representative (tsr) then assisted the hp to end the therapy and start over with all new supplies. The hp stated he left the clamp on his patient line closed during the priming because he didn't want the fluid to leak out all over. Tsr explained the proper set up procedures per user manual. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff successfully captured the needle. However, the posterior cuff miss occurred as evidenced by untouched posterior cuff tabs. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to achieve arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.